Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable watertight failure, ccd (charge-coupled device) watertight failure, and image noise. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence of the cable disconnection at the head section. It is likely the head was off from the stress boot, and it was presumed that water had flooded from that part and caused the other phenomena; however, a definitive root cause could not be identified. The event can be prevented by following the instructions for use which state: do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. Do not strike or drop the product. Water leakage may cause damage to the product's internal circuitry. If an abnormal endoscopic image or function occurs and returns to normal spontaneously, the product may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such a product may injure the patient, cause bleeding or perforation. If the endoscope image is not displayed correctly, the image sensor may be damaged. If the camera head continues to be energized while the image sensor is damaged, the camera head will become hot and may cause burns, so the power to the video system center should be turned off immediately. If for some reason the endoscopic image disappears during endoscopy, the endoscopic image does not return from the frozen state, or the focus cannot be adjusted, and you do not know how to recover, turn off the power to the video system center and turn it on again. If the endoscope still does not return to normal and observation cannot be performed, immediately turn off the power to the video system center, remove the camera head from the endoscope, and while looking directly into the eyepiece of the endoscope, slowly pull the endoscope out from the patient to discontinue use. It is very dangerous to leave the endoscope inserted into the patient while the image disappears or other observations cannot be made, or to pump air/water, suction, or perform procedures. When various types of instruments are being used, the instruments should be withdrawn in the safest way possible before withdrawing the endoscope. Also, during the procedure, be sure to have a spare product available to avoid interruption of the procedure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device head section cable was disconnected. No patient harm reported.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device head section cable was disconnected. No patient harm reported.